Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. The numbers does not ramp up on its own or scroll bar moving with no input. There was no frozen screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 260 mg/dl at the time of incident. The insulin pump will be returned for analysis.